Event description:
The patient was taken to the operating room and after induction of general endotracheal anesthesia and administration of intravenous antibiotics, she was positioned for surgery. To do this, her head was turned to the left, exposing the right frontotemporal region. The right side of the scalp was prepped and draped in the usual sterile fashion. A standard frontotemporal-type skin incision was created and bleeding controlled using bipolar forceps and clips. The scalp flap was reflected anteriorly and the underlying temporalis muscle and fascia were opened using the electro-surgical instrument.the surgeon placed burr holes in the periphery of the planned craniotomy; one in the keyhole region, one in the superior temporal region posteriorly and one in the inferior temporal region. The dura was completely adherent to the bone and therefore could not be separated. It had become incorporated into the hyperostotic inner table of the skull. The surgeon worked as possible to save dura; however, it was very difficult to do so.the craniotome was then used to connect the burr holes and the bone flap was elevated. The dura was completely intimate with the bone and could not be separated. The area was irrigated with warm saline. There was a small temporal area, which required bipolar coagulation for venous bleeding. The dura was repaired using suturable bone matrix, which was secured to the bony edges. The bone was now replaced using a microplating screw system. The wound was copiously irrigated with antibiotic solution and the temporalis muscle and fascia were closed using interrupted sutures, following which the galea was closed using interrupted buried sutures and the skin was closed using running nylon sutures in an unlocked fashion. The wound was dressed sterilely and the patient was awakened in the operating room. She was able to move all extremities and follow simple commands and taken to the intensive care unit in stable neurologic and cardiovascular condition.